Event description:
During a (pci) percutaneous coronary intervention, the pt sustained a stroke. The event occurred at the end of the procedure, and the pt recovered three weeks later. The event was cosidered procedure related. This pt in the dessert study experienced intra-procedural stroke after the implantation of a bx sonic stent. Stroke is a potential adverse event associated with coronary artery intervention. The dessert study examines restenosis rates of diabetic pt's receiving either a cypher or bx sonic stent. Diabetes is pre-morbid condition that increases the chance major adverse cardiovascular events. No other pt history is available. No vasculature characteristics were reported. No details regarding the index procedure were provided. The stroke occurred at the end of the procedure. Type of treamtment was reported as "observation" and the pt was rpeorted to have "recovered". No product was returned. Manufacturing records could not be reviewed as no product codes